Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in (B)(6) site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports peri-implantitis, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in ada site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports peri-implantitis, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.